Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 34 mg/dl and their sensor glucose read 66 mg/dl. Customer also reported their blood glucose was 180 mg/dl, but their sensor glucose read 240 mg/dl. Customer declined to return the product for analysis.